Manufacturer narrative:
Summary of results of test: the capacitor (c45) on the I/o pcb failed by starting to short. This caused the I/o pcb to start drawing excessive current from the 5 volt power supply (ps). The 5 volt ps is designed to supply 25 amperes before it starts to go into current limiting. The normal current requirement for a ccx from the 5 volt ps is about 11 amperes. As the c45 started shorting, the current requirements started increasing. This increase in current had to go through devices (connectors and edge card fingers) that are not designed to handle the amount of current that was required. This excessive current caused the device to melt. This melting caused another short to start forming. This short existed until the melting process proceeded so far as to create an open. At that time, the excessive current requirement diminished back to normal. During the process, smoke and fire were present. All of the fire was contained in a small area inside the returned instrument. Should this event occur again, no hazard to the surrounding area will occur. Evaluation complete-final report.

Manufacturer narrative:
10/16/96 codes 100, 200, 300, and 68-device evaluation still in process.

Event description:
On 8/21/96, the device was observed to be generating heavy smoke from the side, back, and front of the instrument. The smoke made it difficult to see in the lab, however flames were not actually seen. The upper right hand corner of the master cardcage was badly damaged and the thick, dark, smoke prompted an employee to unplug the power cord from the wall. The fire dept was called; the fire alarm activated; and, the building was evacuated. On 8/22/96, there still was an odor of smoke in the lab. No report of injury.